Event description:
It was reported that they were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 26.7 mmol/l. Customer's blood glucose at the time of call was 19 mmol/l. The symptoms for high blood glucose were none. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was not using auto mode at the time of incident. Customer alleged pump was under delivery because the blood glucose was not going down. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.